Event description:
A patient was undergoing a bone marrow biopsy when the needle broke off in the patient's hip. The patient was taken to surgery for removal.using an image intensifier, the location of the foreign body was identified. An incision of about 3 inches was made, and dissection was carried out through the subcuticular tissue down to the posterior cortex of the pelvis and sacrum. The needle was noted to be embedded in the bone. Multiple attempts were made to remove the embedded needle with needle nose pliers and a rongeur. This was unsuccessful. A drill was then used to drill over the needle for a short extent. The needle was then extracted with needle nose pliers. It was about 3 inches long.